Event description:
It was reported the patient had a 0x8 por message on a patient programmer. Additional information received reported the patient was receiving effective therapy. Additional information received reported the patient felt drainage of the battery while leaning against the sink, the morning after the patient¿s last charging session. The patient had recharged the implantable neurostimulator (ins) and received the por notification. The patient visited the health care provider (hcp) on (B)(6) 2014 to activate the battery again. It was with the hcp the 0x8 notification was noticed. Lead settings were all still in the ins, but ¿all other information (recharge intervals, usage, etc) had been erased.¿ the device seemed to work fine after activation.

Manufacturer narrative:
(B)(4).